Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a sensor broke while customer was attempting to insert. Customer was educated on proper insertion techniques. Customer's blood glucose was 4.7 mmol/l. Sensors would be replaced.